Manufacturer narrative:
(B)(4). It was reported that the mesh was removed on (B)(6) 2011 due to bleeding, cramping, dyspareunia, vaginal pain, pelvic pain, lower back pain, emotional distress, and depression. (B)(4) dyspareunia.

Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2010, mesh and coloplast aris were placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.